Event description:
Pt underwent egd and during the procedure, it was noted that the injectable gold probe had leaked through the irrigation port when epinephrine was injected. The probe was replaced. The replacement probe did not provide adequate cautery. After equipment review, it was determined that the malfunction was with the disposable devices not the cautery units. A third probe was opened and provided the therapeutic treatment necessary for this pt¿s care. Pt was discharged with no issues.